Manufacturer narrative:
Concomitant medical products: imk49b58 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician suspected cardiac resynchronization therapy pacemaker (crt-p) failure due to the patient¿s brain natriuretic peptide (bnp) are elevated. It was noted that the right atrial (ra) lead had a low p wave amplitude measurement. The device appears to be currently functioning as programmed and the device and lead remain in use. No patient complications have been reported as a result of this event.